Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation is currently in process. The preliminary evaluation found no image on the camera head due to a crushed cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, there was poor contact in the cable (connector side) and a black screen on the camera head prior to an unknown procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction of e2. E2 was inadvertently selected in the initial and should have been left blank. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely there was no image due to a crushed cable. Olympus will continue to monitor field performance for this device.